Event description:
The patient was given an infusion and noticed that his clothes were damp, and the nurse examined them and found that there was oozing from the link infusion set to the bd connector and a crack in the bd threads.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history (chr) review could not be performed as no batch/lot and material number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot and material number was made available for this reported event. There are proper controls in place to detect product malfunctions.

Event description:
No additional information.